Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable.. Patient underwent an unrelated surgery and has not been able to communicate with their ipg since. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention to have their ipg replaced. Therapy has resumed post op.